Manufacturer narrative:
D2b - pro code (additional product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified radial arteriovenous fistula. A 7.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was tightly folded, which indicates that the device was not subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 34 atmospheres for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 34 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 34 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found a kink to the shaft of the device located approximately 180mm proximal of the proximal balloon bond. This type of damage is consistent with excessive force being applied to the device. D2b - pro code (additional product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified radial arteriovenous fistula. A 7.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable.